Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or is related to a death or injury.

Event description:
It was reported that the revive stem had been implanted for approximately 4 weeks and was revised due to an infection. When going to remove the stem it was noted that the proximal body of the implant was loose from the stem and able to rotate. The assembly screw was tightened and stem was removed with no issue.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the revive stem had been implanted for approximately 4 weeks and was revised due to an infection. When going to remove the stem it was noted that the proximal body of the implant was loose from the stem and able to rotate. The assembly screw was tightened and stem was removed with no issue.